Event description:
Customer reported that a pt complained of chest pain during treatment on a phoenix machine and was admitted to the hosp in 2006. Facility's biomedical tech mgr believed the machine was running properly during the treatment.